Event description:
The device evaluation noted a buckling upstream occlusion seal. The issue was identified during a routine preventive maintenance inspection.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a buckling upstream occlusion seal. The seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.